Event description:
According to the reporter: occurred during a laparoscopic assisted distal gastrectomy. The first firing on the duodenum was successful. For the second firing, the clamp test was performed and the jaws were articulated to the left. The jaws were closed, the tissue was clamped, and the center control button was pressed but the device did not react. The green button was not illuminated, the display screen showed that the jaws should be opened. The reload was exposed from the trocar. The surgeon pushed the center control up, but the device did not react. The jaws were still closed, but the surgeon was able to remove the device from the tissue due to interspace. The device was re-started, and calibration was performed but the jaws would not open. The device was re-started again, and the jaws could open. The jaws were straightened, and the device was removed through the trocar. The unload button on the adapter was stiff and the red indicator was visible. To complete the procedure, a different powered handle was used. No patient injury or extension in surgical time. Patient status is no problem.